Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced under delivery of insulin and high blood glucose level of 500 mg/dl. The customer¿s current blood glucose was 170 mg/dl. The customer¿s blood glucose was 469 mg/dl, 439 mg/dl. The lowest she got was 205 mg/dl. For the current set she has not got insulin flow blocked on it but did not eat anything except a granola bar and blood glucose went to 404 mg/dl. The treated with manual injections. The product was not returned for analysis.